Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial lead was repositioned during original implant procedure due to dislodgement. This lead remains in service. No adverse patient effects.